Event description:
Surgeon was using chondrotome blade removing old acl stump. Shedding was noticed throughout this procedure. Opened another blade of the same lot number. Ran blade briefly out of joint. Metal shavings were being shed straight away. Another shaver blade removed most of the shavings along with doing multiple washouts. The joint was flushed out multiple times. However, not all metal shavings could be removed. Some remain in patient.

Manufacturer narrative:
The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of galling at the inner blade radius transition. This is a result of a mismatch between the tip radius and od of the tip. (B)(4) has been implemented to correct this condition. (B)(4).